Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that probably in the last couple of weeks, they noticed the therapy hadn't been helping their symptoms as much and that they were having a lot of burning sensations at the implant site. The patient denied having had any falls or traumas that would have led to the issue. Patient services asked the patient if they'd tried decreasing the stimulation or making a therapy change and offered to assist the patient in walking through connecting to their settings to check the implanted system, but the patient declined and stated they hadn't made any changes to their settings. The issue was not resolved through troubleshooting. The caller was redirected to follow up with their managing health care provider (hcp) to check the implanted system and to address the burning sensation. The patient stated they were going to reach out to the hcp office. The patient reported they would follow up with an hcp to check their implanted system. Patient services emailed listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.